Manufacturer narrative:
Additional information was received stating that this was a use error as customer did not run the test properly. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient involvement.